Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller, the port where the wand plugs into the controller, the port where the wand plugs into the controller began to smell of smoke, so the unit was turned off. The unit was powered back on, a new wand was opened and plugged in and the same smoke smell occurred. This caused the procedure to be canceled and rescheduled, as the surgeon did not feel comfortable proceeding with this device.